Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, refrigerator failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station refrigerator had failed to open. The field service engineer (fse) had inspected and found that the remote manager was not detected on bus. The fse had resolved the issue by rebooting the station and tested it for functionality. The system functioned as intended after the field service engineer troubleshot the device.